Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Complaint via phone. Plunger of syringe is dirty; it appears in some places the plastic is discolored and in others it does look like dirt. 27-mar-2026: no patient concerns for this instance. Delivery address (B)(6). Date occurred on (B)(6) 2026.